Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation: examination of the returned device confirmed that the vial was broken. The broken piece was not returned with the complaint sample. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for an embolic treatment procedure, vial breakage occurred. While opening the contour pva microspheres bottle, the glass portion of the bottle broke immediately. The plastic part of the bottle also did not open as it should have. The was no injury noted to the physician. The procedure was completed with another vial of contour pva microspheres. No patient complications were reported and the patient's status is ok.